Event description:
It was reported that foreign matter was found during use with a syringe 1.0ml 30ga 8mm 7bag 420cas jp. The following information was provided by the initial reporter, "the customer complained before she injected insulin into her cat, she touched the shield and the foreign matter suca as spot inserted into her index finger. She has felt uncomfortable for 3 weeks. She would like to ask bd to introduce her some information about clinic or hospital, then she can go to doctor to take out the fm." The customer had issues with the product on 3 different occasions the time/dates were not given, and only one of those resulted in a need stick.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 8186548 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted for fm behind the stopper.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found during use with a syringe 1.0ml 30ga 8mm 7bag 420cas jp. The following information was provided by the initial reporter, "the customer complained before she injected insulin into her cat, she touched the shield and the foreign matter suca as spot inserted into her index finger. She has felt uncomfortable for 3 weeks. She would like to ask bd to introduce her some information about clinic or hospital, then she can go to doctor to take out the fm." The customer had issues with the product on 3 different occasions the time/dates were not given, and only one of those resulted in a need stick.